Event description:
It was reported that the patient received an unnecessary shock from the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).